Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-sensed t-wave oversensing was noted on the device. Device reprogramming is anticipated and the patient was stable with no consequences.